Event description:
Consultant reported: during an orif of ulna, one of the tines on the reduction forceps (398.40) snapped off during the procedure. The broken piece went into the clamp, did not break into patient. The ratchet on the second forceps (398.40) did not work, nothing broke off into patient. Surgeon used another clamp from another set and completed procedure with no further problem. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.